Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) review, the product et tube, cuffed, spiral-flex 8.0, lot #01f1200400, was manufactured on 07/04/2012. The DHR investigation did not show issues related to the complaint. Document (fmea) assessment was conducted and no changes were required. The complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer reports having difficulty in deflating the endotracheal tube cuff. The alleged issue was detected during the pre-check prior to pt use. No report of pt injury.